Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, the surgeon clamped the jaws of the stapling device onto the tissue and tried to squeeze the handle for firing its staples and transecting the spot. After the green button was pushed, the surgeon squeezed the handle but the product cartridge staple and knife did not fire. The surgeon heard something break as she pressed the trigger. The handle and reload were replaced with new ones to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.